Manufacturer narrative:
(B)(4). Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Power error 25 due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had power error detected alarm. Customer's blood glucose level was 17.7 mmol/l. Customer stated they removed the battery and notification light not flashing immediately. Customer stated they enter new battery and clear the alarms. The insulin pump will be returned for analysis.